Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the vertek arm for the navigation system was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect vertek arm has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the vertek arm for the navigation system would not tighten entirely. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The vertek arm was returned to the manufacturer for evaluation. It was reported that the instrument would remain loose when tightened by the user. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.